Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported that they experienced a loss or change of therapy. The patient did not feel stimulation. The patient did not have her programmer and would call back when she did. This occurred in (B)(6) 2016. They called back on (B)(6)2016 and confirmed that the stimulation was on 1.15 volts. The patient increased the stimulation to 1.35 volts but was still not feeling any stimulation. They lost connection and were unable to sync. The patient was concerned that the device battery had died. It was explained that the patient still had power in her device and stimulation was on even though she was not feeling the stimulation. It was further reported on (B)(6) 2016 that the patient did not speak english. The indication-for-use (IFU) was unknown. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) saw their healthcare provider (hcp) on (B)(6) 2016, where they had the pt turn the stimulator off and then sent them for 5 x-rays. The pt had to go back to see the hcp in a week and a half and then they would decide a plan. The pt stated they could feel the difference now that the stimulator was not on. The pt was back to having problems with their bowels and urination. The pt stated that before they had the stimulator implanted they had frequent urinary tract infections and that all stopped with the implant. The pt stated they wanted their device fixed and provided information that this all started after they fell and landed on the stimulator, as they thought they broke something. If additional information is received, a follow-up report will be submitted.